Event description:
According to info received from the user's mother and planned parenthood, while using the condom product the user, a 17-year-old male, experienced an anaphylactic reaction while having sex with his female partner, which required immediate treatment and hospitalization.